Event description:
It was reported that the patient's right ventricular (rv) lead had vegetation. This was discovered through a transesophageal echocardiogram (tee). Therefore the physician elected to explant the rv lead on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.